Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt as well as cuts on the silicone and damage to the electrode ground ring. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was obtained intermittently while tapping the device can. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. This is an interim report.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear implant.

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt as well as cuts on the silicone and damage to the electrode ground ring. This is believed to have occurred during revision surgery. System lock was obtained intermittently while tapping the device can. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A CAPA was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.